Event description:
A dialysis home pt's parents reported moisture around the rim of the homechoice cassette following treatment. The sample was discarded and there was no pt injury associated with this incident per the home pt's parents.